Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that unintended material was left in the joint due to the device sparking and melting the insulation.

Manufacturer narrative:
Alleged failure: the device was activated and proceeded to spark and melt on the insulation of the probe. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the tissue gets trapped in the electrode suction path hole which can result in abnormal plasma. Another possible cause could be the whole tip was not completely submerge in saline during activation, withdrawing the probe during the application of power. The product was returned for investigation and the failure mode will be monitored for future re-occurrence.

Event description:
It was reported that unintended material was left in the joint due to the device sparking and melting the insulation.